Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure was a missing response button center dome and the front response button dome is concaved. The root cause for the missing and damaged center domes could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.